Event description:
It was reported that the patient received inappropriate atp therapy during an svt episode was observed when the patient presented for routine follow-up. Misdiagnosis of svt as vt due to programmed settings led to inappropriate atp therapy. Programming changes were made and no further issues were reported. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.